Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is loose heat exchanger tubing clamp and sieve bed elbow flare which was causing low output. Provider repaired and no new parts needed.